Manufacturer narrative:
(B)(4). Evaluation codes were provided. The device was not returned for evaluation; however, the serial number of the device was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) on an unreported date, the patient experienced a hernia and on an unreported post-operative date, the patient experienced a yeast infection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia coincident with automated peritoneal dialysis therapy. It was not reported if the hernia occurred after beginning automated peritoneal dialysis therapy or prior to initiating automated peritoneal dialysis therapy. The cause of the hernia was not reported. It was not reported if the hernia worsened with peritoneal dialysis therapy. Sixty days prior to the receipt of this report, the patient underwent a hernia repair surgical procedure. On an unreported date following the surgical procedure, the patient experienced a yeast infection. The cause of the yeast infection was not reported. Treatment for the yeast infection was not reported, but on an unreported date, dianeal therapy was withdrawn and the patient was switched to hemodialysis therapy. It was reported that the patient was preparing to restart peritoneal dialysis therapy. It was not reported if the patient was recovering or was recovered from the events. No additional information is available.